Event description:
Reportedly, the physician implanted a vega r58 without microport support. After the positioning of the lead and the screwing, the impedance was fixed on a value of 4000 ohms. The position was mid-septal. Then, switching the lead on the apex position the impedance was still 4000 ohms. The lead was repositioned several times without difference in impedance value always 4000 ohms. The implant was continued with an other vega58 without any issue (impedance 600 ohm/sensing 15,4/threshold 0,75@0,35.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the fixation mechanism operated as specified. All electrical measurements performed revealed that the inner and outer electrical lines conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. The most likely hypothesis could be related to positioning issues. It should be noted that such lead positioning issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. The root-cause of the reported issue could not be determined by the investigation. However, a lead issue is not suspected to be related to the reported problem. This investigation will be retained and used for trending purposes.

Event description:
Reportedly, the physician implanted a vega r58 without microport support. After the positioning of the lead and the screwing, the impedance was fixed on a value of 4000 ohms. The position was mid-septal. Then, switching the lead on the apex position the impedance was still 4000 ohms. The lead was repositioned several times without difference in impedance value always 4000 ohms. The implant was continued with an other vega58 without any issue (impedance 600 ohm/sensing 15,4/threshold 0,75@0,35.